Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had noisy image and could not recognize the tissue. The issue occurred during an unspecified event. There were no reports of delays. The patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. The device was returned and an evaluation was completed. The customer¿s complaint was not confirmed. In addition, the following reportable malfunctions were found, during the device evaluation: the screen blacks out without an image. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the image is not displayed occurred, due to defective circuits and printed circuit boards. Olympus will continue to monitor field performance for this device.